Event description:
It was reported that the pocket site of the patient with this implantable pacemaker was swelling and suspected of infection. It was then confirmed that this was due to hematoma. The physician had to operate and remove the hematoma which was completed successfully. To date, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields e1 initial reporter first name and initial reporter last name. This supplemental report has been created to capture additional information and information correction. Revision to fields f10 and h6 patient codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that the pocket site of the patient with this implantable pacemaker was swelling and suspected of infection. It was then confirmed that this was due to hematoma. The physician had to operate and remove the hematoma which was completed successfully. To date, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the pocket site of the patient with this implantable pacemaker was swelling and suspected of infection. It was then confirmed that this was due to hematoma. The physician had to operate and remove the hematoma which was completed successfully. To date, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields e1 initial reporter first name and initial reporter last name. This supplemental report has been created to capture additional information and information correction.